Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR it was identified the original annex a code reported, reflects the outcome, not the failure. Annex a code update to reflect proper malfunction. Device evaluation: three photos were provided to our quality team for investigation. Through visual inspection, the connection stick of the adapter is observed broken, verifying the reported incident. There is no other visible defect that can be identified to indicate why the breakage occurred. A device history review was performed for lot 2312502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was thoroughly evaluated, no defects or deformations were observed within any of the samples that could indicate a cause for breakage. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. All results were reviewed for lot 2312502 and results were found to be acceptable, no issues related to the reported incident were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by customer that in a c-100 infusion adapter the injector port break off during transport and the medication spilled out into the chemo transport bag. Verbatim: we have had a few issues in the last weeks with some of the phaseal products and I wanted to run them by you to see if you have come across them before. We had two drugs leak from the connection between the end of the tubing and the n-40 injector - both were still connected tightly and spun freely. (One was a 250ml bag of carboplatin and the other was a walkmed 150ml ambulator pump bag which was noticed at the time of disconnect). The other was an c-100 infusion adapter that had the injector port break off during transport and the medication spilled out into the chemo transport bag. Have you seen this happen before? Any suggestions to prevent? This event occurred on 5/7/24 and involved a 250ml bag of gemcitabine attached to primary tubing and an n-40 injector. During transport to our other infusion site, the injection port snapped off of the c-100 infusion adapter resulting in a large spill within the chemo transport bag (see attached photos). Drug had to be re-mixed and re-sent resulting in a delay of treatment for the patient.